Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to an unspecified procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed and the device was difficult to remove. The lever was opened and closed again and the device was able to be removed from the patient anatomy. Proglide use was abandoned. The sheath was upsized to a 16f sheath and the procedure was completed. Cut down surgery was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported needle to cuff miss was not confirmed due to components not returned. The reported difficult to close the foot could not be confirmed as foot deployment and retraction were verified via manually opening and closing the lever with no difficulty noted. Difficult to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.